Event description:
Related to MFR report # 2183959-2012-02556. On or about (B)(6) 2012, the plaintiff was implanted with an elevate graft to treat stress urinary incontinence and cystocele. It was alleged by the plaintiff's attorney that the plaintiff has "experienced significant physical and mental pain and suffering, has sustained permanent injury and permanent and substantial physical deformity, will likely undergo additional corrective surgery or surgeries," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.